Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing due to contamination. The device's flow sensor assembly was replaced and the device was recalibrated to address the issues.